Event description:
Repair request initiated for device with the report of broken piece stuck inside of drill. It was reported that there was no patient or staff impact. Repair request escalated to product event based on reason for return.

Manufacturer narrative:
H3 product analysis: product ID: pss unknown tool, serial/lot#: unknown: no conclusion can be drawn as the device is not yet returned for evaluation. Product analysis: product ID: mr8-af02, serial (B)(6) : no conclusion can be drawn. Device returned and evaluation not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-af02, serial (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product ID: pss unknown tool, serial/lot#: unknown: evaluation determined that cranial drill chuck with a blade broken inside. The likely cause of failure could not be determined. Product analysis: product ID: mr8-af02, serial/lot #: p30921600: evaluation determined that the bearing detached. The likely cause of failure could not be determined. It was also noted that laser markings are fading and color band is slightly discolored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of broken piece stuck inside of drill. It was reported that there was no patient or staff impact. Repair request escalated to product event based on reason for return